Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were damaged, and the cap did not secure properly to the pump. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover was observed to be torn; however, all of the keypad buttons responded properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, and a dim and discolored display. This report is made based on results of investigation completed on (B)(6) 2015.